Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal ligation procedure. According to the complainant, when an attempt was made to deploy the band, the band failed to deploy. Reportedly, the band was "entwined at the distal part of the device and it was unable to fire." The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal ligation procedure. According to the complainant, when an attempt was made to deploy the band, the band failed to deploy. Reportedly, the band was "entwined at the distal part of the device and it was unable to fire." The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that 2 blue and 1 white bands remained on the ligator head; however, the bands were rolled out of position. Additionally, the ligator teeth were damaged. Further analysis revealed that the tripwire wire was kinked and had been cut by the user at approximately 116.5 cm from distal end. However, no evidence of the tripwire being cinched in the handle assembly slot was identified. The suture loop was intact and attached to the wire loop of the trip wire. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that 2 blue and 1 white bands on the ligator head were rolled out of position and the ligator head teeth were damaged. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step had ever been performed. The trip wire was wound around the handle instead and was kinked and cut approximately 116.5 cm from the distal end. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." The failure to cinch the tripwire could ultimately impact the deployment activity of the bands, which would create slack in the wire, and negatively impact the band deployment activities. The bands failure to deploy was most likely due to the tripwire not secured in the handle slot. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.